Event description:
The customer reported that the system would display an overtime error message and the touch screen and cine drive would not function properly. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative flashed the nodes, reseated the printed circuit boards, reloaded the calibration files and suggested replacement of the c-arm batteries. The system was tested and found to be working as intended and put back in service.